Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-29, information was received from a healthcare provider (hcp) via a clinical study regarding a female patient who was receiving morphine 30mg/ml at 4.991 mg/day and baclofen 3mg/ml at 0.4991 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, examination revealed some erythema around right abdominal incision; no dehiscence or drainage. Laboratory testing showed elevated c-reactive protein (crp). The patient was administered clindamycin. On (B)(6) 2015, the patient reported the incision was still red and tender but improved from the last week. The medication was changed to bactrim ds as the clindamycin made the patient nauseated. The event was reported as ongoing. The event was reported as unlikely related to the device or therapy and possibly related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) via the study. On (B)(6) 2016, examination showed the erythema had resolved without sequelae.